Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00242. The patient's ((B)(6)) occipital nerve stimulation system (off-label) consists of two percutaneous leads from different lots. It was reported one of the patient's leads is protruding. Although the lead has not broken though the skin, the tip of the device is reportedly visible. It was reported, the patient experiences a burning/stinging sensation at the site regardless of whether stimulation is in use. An appointment with the treating physician is pending to discuss the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.